Event description:
It was reported that during a routine device change out, the right ventricular (rv) lead was scheduled to be extracted due to "chatter". It was noted that during the revision it was unable to verify noise on the lead sensing circuit or in stored episodes, although the short interval counts (sic) had incremented to 12 since the prior session. It was elected to cap and replace the pace/sense portion of the rv lead and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).